Manufacturer narrative:
(B)(4). The device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulties or iipvs found in the device logs. The device functioned normally during pal testing. The assignable cause of the additional iipv on (B)(4) 2010 was determined to be insufficient drain. False empty detect at initial drain and at previous therapy last drain. One or more cycles advances to the next fill when slow / no flow occurred above the min drain volume threshold. Service history was reviewed, and the device has not been previously returned for any issues related to iipv. The device was subsequently forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of the reported problem of overdelivery / increased intraperitoneal volume is currently being investigated through CAPA number (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Event description:
During initial assessment. An increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during initial drain. The drain volume was 4820ml. The programmed fill volume was 2500ml. The drain volume meets iipv criteria. On 19 jul 2010, product surveillance followed up with the patient's nurse and provided the results of evaluation and the probable cause identified. The nurse reported that the hp was doing well on the new cycler with no reported issues. No patient injury or medical intervention was reported